Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 - october 23, 2010 of complaints for add'l reportable events. This report is day 1 of 2. See MDR # 1061932-2011-00393 for day 2 of 2. On (B)(4) 2009, the instrument was serviced by a field service engineer for an unrelated issue. The instrument performance was verified. The root cause as determined by raw data analysis appears to be that the user chose a flagging option on the instrument's computer for differential algorithm that was not sensitive enough to catch the abnormality as presented in this pt's sample.

Event description:
On (B)(6) 2009, the lh750 hematology analyzer generated erroneous differential results on one pt when compared to manual differential results. Twenty-one blast cells (immature white blood cells) were observed with the manual differential; however, there were none on the automated differential nor were there any instrument-generated blast flags with the results from the lh750 analyzer. The erroneous results were not reported outside of the lab. There were no reported changes to pt treatment associated with the incorrect result.